Event description:
It was reported the hp052 was used during an unknown procedure. It was reported by the rep that the black coating stripped off wire attached to device on handpiece. The hospital is concerned about wire exposure during used of handpiece in a procedure. The device was not being used in case when noticed. There was no pt consequence.